Manufacturer narrative:
Date sent: 12/17/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, the staple line came apart. The circular stapler came through the staple line and was too low to repair. Patient then needed an apr, received a colostomy. Procedure prolonged approx. 60 minutes.